Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) levels ranged from 200 (mg/dl) to 300 (mg/dl). The customer's bg levels were addressed with a correction bolus. Reportedly, the customer was able to load a cartridge successfully onto the pump.